Event description:
Technical services received a call on 05/05/2011 from sales rep. Rv impedance 260, increased to 440 ohms. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).